Event description:
It was reported that during a routine device change out, it was noted that the right ventricular insulation exhibited an anomaly. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.